Manufacturer narrative:
(B)(4).

Event description:
Patient's niece contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's niece does not know if patient was wearing dexcom equipment at the time of the reported event. Patient's niece reported that the cleaning ladies found the patient deceased in the bath tub and called 911. Patient's niece reported that the patient had drowned. There was no alleged device malfunction. A certificate of death is not available. No further event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from drowning. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.